Manufacturer narrative:
The manufacturing records for the intraocular lens (iol) were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. The lens met specification prior to release. Labeling review: the directions for use (dfu) was reviewed. The dfu states that the physician should consider the following points. The surgeon should target emmetropia, as this lens is designed for optimum visual performance when emmetropia is achieved. Care should be taken to achieve centration of the intraocular lens. The directions for use adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - explantation of the intraocular lens.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was no issue directly related to the intraocular lens (iol). The iol was explanted due to incorrect spherical power. The exchange was uneventful; everything went well. The lens was replaced with the same model, 21.0 diopter. In follow-up, it was reported that there was incision enlargement but no vitrectomy performed and there was no patient injury. The iol is not available for investigation, it was discarded by the facility. No further information was provided.